Manufacturer narrative:
The suspect product is the safe-t-pro lancet.

Event description:
The reporter states, the safe t pro did not retract and a nurse accidentally stuck herself with the lancet after it had been used on a pt. The safe-t-pro system, lot not provided.